Event description:
The customer reported that the insulin pump buttons were unresponsive. Customer stated she was trying to prime and down button was not working. Troubleshooting was done. Customer's blood glucose was 174 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.